Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 72 mg/dl while their blood glucose reading was 172 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to the low sensor glucose. The sensor glucose that triggered the suspend event was 72 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The sensor will not be returned for analysis.